Event description:
Customer reported 1685 tegaderm dressing was applied to (B)(6) female pt's central venous port catheter site. Reported pt experienced a red raised rash under border portions of the dressing about 2 days after application. Reported port could not be accessed due to skin reaction so PICC catheter was inserted for pt's treatment. Reported skin reaction around port site was left open to air, resolved, and port can now be accessed.

Manufacturer narrative:
Conclusions: no eval can be performed. Device not provided to MFR for eval. Complaint type is being monitored and analyzed.